Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an electrophysiology (ep) cryotherapy interventional procedure. Reportedly, it was noted that the prostyle suture was broken from the start [post deployment]; however, it was still able to be used. The sheath was upsized to a 12f sheath and the ep procedure was completed. Hemostasis was achieved with the prostyle suture. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Only the suture was returned for analysis. The reported suture separation was confirmed. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.